Event description:
It was reported that during the implant procedure, lead perforation was observed causing an effusion and subsequent cardiac tamponade. Pericardialcentesis was performed, and the lead was implanted without any further complications. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).